Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device stopped working after being connected to ac power. There was no injury reported.

Manufacturer narrative:
There was no additional information provided beyond the initial description of event. Hence, a case-specific evaluation is not possible. It was reported that the device was operated in battery mode w/o problems but when connected to mains supply there was a device failure. In reflection of the device's operational concept and safety design this would be a quite unusual scenario which can however not be fully excluded. Without the possibility to investigate hardware and/or log file the reported phenomenon can neither be confirmed nor denied. In consequence there's no reliable conclusion in regard to potential root cause possible.

Event description:
Please refer to initial MFR. Report #9611500-2019-00400.